Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed self test and displacement test. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, faded serial number label, scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that insulin pump had crack in case on backside of insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.